Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon tear occurred. The 90% stenosed target lesion was located in a shunt in the mildly calcified and moderately tortuous unspecified vein. A 4.0mmx40mmx40cm (4f) sterling balloon catheter was selected. During unpacking, it was noted that the balloon protector had come off and the balloon appeared to be torn. The procedure was completed with another of the same device. No patient complications were reported and the patient status was good.

Manufacturer narrative:
Device evaluated by MFR: the sterling catheter was received with a sterling shelf box and product pouch. The batch number on the returned packaging and device matched the reported batch number. The proximal end of the balloon was unfolded and stretched. The proximal end of the inner shaft within the balloon was wavy (s-shaped). There was no other damage to the balloon catheter. The deformed balloon and shaft damage is consistent with the reported information. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that balloon tear occurred. The 90% stenosed target lesion was located in a shunt in the mildly calcified and moderately tortuous unspecified vein. A 4.0mmx40mmx40cm (4f) sterling¿ balloon catheter was selected. During unpacking, it was noted that the balloon protector had come off and the balloon appeared to be torn. The procedure was completed with another of the same device. No patient complications were reported and the patient status was good.